Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device history lot: a manufacturing record evaluation was performed for the finished device lot number qjmdhs, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please provide the lot number. The lot number is qjmdhs. What was used to complete the procedure? No further information is available. Procedure name? No further information is available. Event date? No further information is available trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and barbed suture was used. During the surgery, the fixation tab came off of the barbed suture. No adverse patient consequences were reported. Additional information was requested.